Event description:
The device was used during a laparoscopic partial gastrectomy procedure. Reportedly, the instrument would not open inside the cavity. The surgeon removed the device and applied another one to complete the procedure. The hosp has reported that no pt injury occurred.